Event description:
It was reported that during a procedure to pre-dilate a non-calcified lesion in the left circumflex coronary artery (cx), the trek rx balloon moved proximal (approximately 1.5 centimeters) to the lesion during the first inflation of 15 atmospheres for 15 seconds. The balloon was deflated and replaced in the lesion. When the physician proceeded to inflate the balloon again to 12 atmospheres for 10 seconds, it moved distal to the lesion (approximately 1.5 centimeters). The balloon was deflated and repositioned a third time in the lesion and again the balloon moved distal to the lesion (approximately 1.5 centimeters) on inflation of 15 atmospheres for 5 seconds. The balloon was again deflated, repositioned and was successfully able to dilate the target lesion. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure (rbp). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. The balloon was pressurized twice to 15 atmospheres, which is above the rbp. It should be noted that the warnings section of the rx trek/mini trek instructions for use states: balloon pressure should not exceed rbp. In this case, it is not known how inflating the balloon beyond the labeled rbp contributed to the reported difficulty. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected